Event description:
Once in position, the catheter was plugged into the barrx machine which chimed and read "reconnect probe or discard." Catheter/probe was reconnected and same message read out. Another 60 rfa was opened and worked as intended. FDA safety report ID# (B)(4).